Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose and low blood glucose. Blood glucose level at the time of the incident was 319 mg/dl. Customer had a high blood glucose value in the range of 400 mg/dl as well. Customer had symptoms related to the event was headache and dizziness. Auto mode feature was not active at the time of high blood glucose event. Customers last blood glucose reading was 74 mg/dl. The insulin pump will not be returned for analysis.